Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comments of interrogation difficulty and an inability to be updated via the software distribution network, and the software was reloaded and updated to resolve. Analysis was unable to confirm the customer comment of broken latches on the atrial and ventricular connectors. Analysis did note that the hard drive health was at 96% and it was replaced and reimaged as a preventive, the system fan was noisy and was therefore replaced and that the screen failed the bean bag test and its lower hinges were replaced. The device passed final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate an implantable pacemaker. The user stated that "all green lights were present," the first screen would come up but eventually the programmer returned to the "model select" screen. The user then tried choosing the application manually but got the same result. The programmer was changed out and the device was able to be successfully interrogated with it. It was able to be determined that the programmer issue was with that one specific device model. As part of troubleshooting technical services did suggest that the latest software for the programmer should be downloaded however the download attempt via the software distribution network failed. It was additionally noted that the latches on both the atrial and ventricular connectors were broken. The programmer was returned for service. No patient complications have been reported as a result of this event.